Manufacturer narrative:
The suspect device has not been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges one half of the introducer sheath's hemostatic valve became completely detached when the catheter was inserted. Since this half was no longer visible, the clinician removed the sheath and introduced a new introducer sheath. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. Based on the investigation, it has been determined that the potential root cause is an inadequate level of detail in the procedure for valve assembly for the sheath. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.